Event description:
The suspect device result was 230 mg/dl. The user dosed 20 units of 70/30 novolog and began to feel hypoglycemic. They retest and the result was 53 mg/dl. They then ate and drank food and their glucose was in the 500's and hi. They called the emts and their meter read 133 mg/dl. They were taken to the hospital and given IV fluids. Controls were not used. The device was replaced and requested to be returned for evaluation.